Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the color tone of the device image was abnormal, showing only magenta or green color. This was also accompanied by image noise. This is attributed to damage to the charge couple device (ccd) unit. Other observations for the device: due to damage on control section, angulation lever does not move smoothly; due to damage on forceps elevator lever, bending section cannot be fixed firmly; video connector has a crack and a scratch; video connector case has a crack; light guide connector is deformed; adhesive on distal end rubber coating (a-rubber) has a chip; and connecting tube, a-rubber, light guide cover glass; light guide connector; up/down plate; right/left plate, grip, control unit, control unit, switch (sw) sw1, sw2 have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner asset that was inspected upon return and found to have image noise. There is no patient involvement. The device was sent in to the service center. Upon evaluation of the device, it was observed that the color tone of the device image was abnormal, showing only magenta or green color. This was also accompanied by image noise. This is attributed to damage to the charge couple device (ccd) unit. This medwatch is being submitted for the reportable issue of abnormal image color as observed during device evaluation.